Manufacturer narrative:
(B)(4). Date sent: 1/25/2021. Investigation summary: the analysis found that one plee45a device was returned with the pcb damaged at the batch area, the closing trigger and anvil in closed position with the knife not fully back. One gst45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was tested in dry firing and the knife did not advanced or retracted. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the rod firing was noted to be damaged and disengaged from the drive bar causing the damaged noted to the pcb component. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied leading to this damage. Also as the firing rod was broken the firing rod was no longer attached to the drive bar, damaging the pcb component. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler fired the staples and cut. The knife blade stopped halfway on its way back and would not move. Manual override was used but it still did not work. The surgeon used a maryland to pull the jaws of echelon open. The staples appeared to be okay, but they re-stapled the patient side to ensure a good staple line. The procedure was delayed by fifteen minutes and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2020. D10: device returned.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2021. D4: batch # u5ad33. H6: component code: mechanical(g04). Investigation summary: the analysis found that one plee45a device was returned with the pcb damaged at the batch area, the closing trigger and anvil in closed position with the knife not fully back. One gst45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was tested in dry firing and the knife did not advanced or retracted. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the rod firing was noted to be damaged and disengaged from the drive bar causing the damaged noted to the pcb component. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the rod firing has been correlated to a component failure however no root cause has been identify. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.